Event description:
A report was received that the patients ipg was not holding a charge. It was noted that the current site of the ipg had experienced significant atrophy of the overlying adipose tissue. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was not holding a charge. It was noted that the current site of the ipg had experienced significant atrophy of the overlying adipose tissue. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.